Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that device cannot turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The dfm100 assy processor s/n: (B)(6) is returned to philips lab for failure analysis. The problem "unit can't turn on" was not verified in lab testing. The dfm100 assy processor passed all tests. Based on the information available and results of additional analysis, the returned processor pca is no problem found. The root cause of the reported problem is unknown. No further action is necessary at this time.